Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a continuous mononuclear cell (cmnc) collection procedure with a pediatric patient on a spectra optia device, the system prompted to perform a custom prime. Per the customer, the prompts to perform a custom prime were rejected by the doctor. The system performed only a partial rinseback at the end of the procedure. Per the customer no medical intervention was required and no injury occured. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigtion: the run data file (rdf) was reviewed for this event. Review of the dlog indicates the operator declined custom prime. Since custom prime was not performed, the system performed a partial rinseback. Custom prime is an option, not a requirement, for patients with a low tbv or low hct. This provides a way for the patient to tolerate the volume of the extracorporeal circuit. In this procedure the operator was recommended to perform custom prime. If custom prime is not performed, a partial rinseback should be performed and the system defaults to a partial rinseback. A partial rinseback allows the system to give the patient some of the rbc remaining in the tubing set. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: it has been determined that the event submitted on this report is a duplicate of the event submitted on report 1722028-2019-00435. No further information will be submitted for this report. Please see 1722028-2019-00435 for event information and investigation.

Manufacturer narrative:
Investigation: during follow-up with the customer, they reported that there was a definite situation of undeclared and unexpected restrictions on the devise side. Per the customer, the system prompt for custom prime was rejected based on patient¿s condition and the physicians great experience, and when only partial rinseback was possible, the doctor physician performed a manual rinseback. The customer reported that the situation was simulated by the physician later by inputting patient data even without loading a tubing set. The customer reported the following: total amount of fluids machine gave (displayed): 227 ml (ac), 134 ml (rinseback) total fluids removed/collected (displayed): 163 ml investigation is in process. A follow-up report will be provided.